Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pockets were not detected on the bus. Drawer 5 auxiliary had multiple failed full height cubies that were not detected on the bus. Multiple reboot and power cycle attempts were unsuccessful, and the pockets could not be ejected. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that multiple cubies in half height drawer 3.1 were not detected on the bus. A field service engineer (fse) reseated the controller board and row board ribbon cables were reseated, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.